Event description:
It was reported that bd eclipse¿ needle safety device snapped off. This was discovered after use. The following information was provided by the initial reporter: material no: 305759, batch no: 8355652. It was reported that the needle and safety device snapped off after injection. Per email: also we had an incident today, nurse when to put the needle cover on after giving the shot and both the needle and the safety device snapped off. Luckily this happened with an adult patient, but had that happened with a child the issue would have been catastrophic. These products are not safe!

Manufacturer narrative:
H.6. Investigation: the reported defect cannot be confirmed as actual sample was not returned for evaluation. Therefore, root cause could not be determined. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle safety device snapped off. This was discovered after use. The following information was provided by the initial reporter: material no: 305759, batch no: 8355652. It was reported that the needle and safety device snapped off after injection. Per email: also we had an incident today, nurse when to put the needle cover on after giving the shot and both the needle and the safety device snapped off. Luckily this happened with an adult patient, but had that happened with a child the issue would have been catastrophic. These products are not safe!